Event description:
During a ptca stenting treatment procedure, the quantum maverick monorail 15/2.5 mm balloon ruptured at 16 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the mid lad coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon catheter to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'